Event description:
Pt required jugular cut down to remove cut or faulty infusaport from left subclavian. New infusaport inserted, pt stable, transferred to recovery room. Please submit evaluation of findings in writing to reporter.